Event description:
An infusion pump where an overinfusion occurred during biomedical testing. Details were not available regarding the set up of the infusion device. No record of any patient incident involving the pump.